Event description:
After a routine follow-up, the patient reported a "burst" in the apex of the heart and presented to the emergency room. The patient's intrinsic rate was in the 30's. The device exhibited ventricular pacing with no capture. The unipolar capture threshold was lower. Therefore, the device was programmed to the unipolar configuration and the patient will be monitored.